Manufacturer narrative:
At this time the customer will not be returning the device for eval. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received that the device powered off without alarming. The pump was programmed in the intermittent mode to deliver 13.5gm of zosyn in 150ml every 6 hours with an unk ivo (keep vein open) rate. The device was programmed in the pharmacy, placed in a fanny pack and delivered to pt's home. After an unspecified length of time, the home care nurse went to the pt's home to change the pt's container. At this time, the device was found powered off and the PICC line was clotted. There were no reported audible alarms. The pt was treated with a "clot buster" to open the PICC line. The pt reportedly missed one dose of antibiotic. The device was removed from clinical service and therapy was resumed using a replacement device. Though requested, no add'l info was provided.